Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited longevity calculations from 34% to 15% in a span of 2 months. Data was sent for engineering analysis. Analysis showed that this sicd is in early stage of premature battery depletion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.